Manufacturer narrative:
Date of event: 15oct2020, date of report: 11nov2020.

Event description:
The customer reported the primary alarm failed and 5v supply failed. There was no patient involvement. The field service engineer (fse) could not duplicate the reported issues of primary alarm failed or 5v supply failed. During evaluation the vent continuously alarmed to check vent battery failure. The fse replaced the battery to resolve the battery failure alarm as well as replaced the power management board preventatively due to the reported primary alarm failure and 5v supply failure.